Event description:
It was reported that during a prostate procedure, the fiber began to present problems in its operation, another fiber of the same model was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis found that the glass cap was rotating within the metal cap, indicative of glue failure. The fiber was tested with hene laser fixture; there are no signs of breakage along the length of the fiber. Additionally, the glass cap exhibited a distal circumferential fracture (dcf). A dcf creates the potential for forward firing; analysis of the returned product found the rate of forward firing is above the threshold. It is probable that the identified debris adhesion on the metal cap found during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperature can lead to fiber damages, including glue failure and dcf. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.